Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within spec. There was no unexpected low battery alarms noted. The unit was received with intermittent buttons due to light moisture damage to keypad traces. There was no button error alarms noted. The unit was received with minor scratches on the lcd window and reservoir tube window.

Event description:
It was reported that a button was stuck on the customer's insulin pump and she received a button error alarm. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).